Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was no visable damage to the cartridge. A new cartridge was successfully loaded to address the event. Blood glucose was 213 mg/dl.